Event description:
Procedure: urogynecological. According to the reporter: the pt's attorney alleged a deficiency against the device. Product was used for therapeutic treatment.

Manufacturer narrative:
(B)(4).

Event description:
Per additional information received, the patient has experienced no further stress incontinence issues for two years. In (2011), patient complained of urinary retention relieved by medication therapy (bethanechol) and underwent hernia repair surgery for a small bowel obstruction. In (2013), patient reported dyspareunia, pelvic pain and urinary leakage despite medication therapy. Cystoscopy ((B)(6) 2013) revealed bladder irritation with patient to follow-up with gyn provider for evaluation of vaginal mesh.

Manufacturer narrative:
(B)(4). Covidien is submitting this report on behalf of (B)(4), (importer).